Manufacturer narrative:
Date of birth: patient born in (B)(6). Ethnicity: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after repeated attempts they failed to puncture the right radial artery with an angio-seal device, the puncture of the right femoral artery was successful. They inserted a 6f sheath. After operation, the physician exchanged the sheath, completed blood vessel positioning. When the angio-seal device was inserted into the sheath, it was found that the two did not fit perfectly. So, he changed to a new one and finished the operation. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 17december2020: the procedure was a chronic total occlusion (cto). A pre-deployment angiogram was performed. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. All the components of the device were returned for evaluation. Sealed carrier tube assembly polyfoil pouch was returned. Upon examination of the sheath and locator, both the components were properly mated. There were no anomalies observed on the dilator or the sheath under the microscope. Blood inlet holes were aligned properly. No anomalies with the transition from sheath to locator. For functional testing, the arteriotomy locator was removed and re-inserted into the hemostasis sheath. The arteriotomy locator was clicked and locked into the hemostasis sheath as intended and a clear tactile snap was audible. The complaint could not be confirmed for the alleged failure of the assembly issues. The locator and sheath were returned properly mated and there were no functional anomalies noted with mating or disassembling the hemostasis sheath with the locator. The carrier tube assembly was not used. The exact cause of the event experienced by the user cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).